Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Information updated to reflect the correct device manufacturer and initial reporter. (B)(4).

Event description:
Rails will not lock into position.

Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The product was returned to invacare (B)(4). However, no return evaluation was available for review at the time of this investigation.

Event description:
Rails will not lock into position.